Event description:
Round gel breast implants placed 10/78. Pt did not realize rupture had occurred and none of the mammograms showed the rupture. Operative report states right implant has an intracapsular rupture and left implant was ruptured at time of explant. Pt now has ana titer of 1:320 and atypical connective tissue disease.